Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving dh-28gr. During an endoscopic submucosal dissection of the gi tract, the user removed the scope to clean residue that had adhered to the device. The user abrasively cleaned the device causing damage to the tip of the dh-28gr. After the cleaning, the device was unstable at the tip but the user continued to use it throughout the procedure. When the scope was removed the tip of the product became caught in the anal sphincter muscle and fell off. The piece was retrieved, and the procedure was completed successfully without harm or injury. There was no death reported with the event.

Manufacturer narrative:
During a procedure, the distal cap is visible on the endoscope screen, but when a malfunction occurs the device is not displayed. Therefore, the malfunction is easily detectable and the device is easily retrievable.